Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to shock impedances greater than 125 ohms. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.